Manufacturer narrative:
Per the customer¿s response, it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue mentioned in b5 was confirmed. The following findings were also noted during device evaluation: suction-cylinder has no color, switch box has a dent, scope cover-case unit has a dent, due to damage on bending section cover, insulation resistance value at distal end does not meet the standard, due to fray of forceps elevator, forceps skip or sway on the upper half of the endoscopic image, due to wear of angle wire, the play of up/down knob is out of the standard, adhesive on bending section cover is detached, connecting tube has a scratch, distal end is shaved, due to annual inspection, parts must be replaced. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had adjust bowden cables. Upon inspection and evaluation, distal end with foreign material reported. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.